Event description:
Per the clinic, the patient experienced swelling and drainage at the abutment site and subsequently was treated with oral antibiotics (specific date and duration not reported) and an injectable steroid (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on july 10, 2023.